Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition, outflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow/outflow kinkspecific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malpositionadditional text: kink; kinkother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type: